Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2015, ventricular sensing integrity counts up to 41; no episodes to confirm lead noise oversensing. (B)(4).

Event description:
It was reported that the lead integrity alert (lia) triggered due to high rate non-sustained tachycardia episodes and increased sensing integrity counter (sic). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that another lead integrity alert (lia) triggered due to short v-v intervals and non-sustained episodes of oversensing with noise.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient reported using electrical equipment with a possible electrical leak. The patient was advised by their physician's office to use insulated gloves when working with electrical equipment.